Event description:
A report was received that during a revision procedure (MFR report number: 3006630150-2019-04864), the lead came apart when the lead was pulled out. The physician was able to remove six contacts and left the other two contacts in the patients body as it could no longer be found.